Event description:
The customer's mother reported while her daughter was at a routine doctor appointment, the doctor stated there was leaking around the site and upon cannula inspection he noticed a "pin size" hole in the cannula. Her blood glucose was reading in the 20's mmol/l (360's mg/dl) and her highest bg result were 22.8 mmol/l (410 mg/dl). The pod was worn between 4 to 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.